Event description:
Boston scientific received information that following the implant procedure, this patient experienced chest pain. Right ventricular (rv) threshold measurements were increased to 7.5v at 2.0ms from measurements obtained during the implant procedure which were documented at 0.3v at 0.4ms. An echocardiogram confirmed a pericardial effusion and there were concerns with a possible rv lead perforation. X-rays were taken, however the physician was unable to conclude any additional information based on the review of the images. The physician felt that the combination of the increased thresholds, chest pain and pericardial effusion lead to the conclusion of a perforation, therefore he elected to replace the lead. The pericardial effusion resolved on its own and of this date, the patient is doing fine and is expected to be discharged home from the hospital.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead confirmed the lead was returned with the helix extended with no irregularities noted physically. Tissue was present in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.